Event description:
Information was received from a family/friend regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient started to experience pain sometimes in the groin and sometimes in the back of patient¿s legs after patient¿s dental appointment. Prior to the dental appointment, the patient had his device turned off. During the dental appointment, they had performed filling of patient's tooth. Patient had gone to see their managing hcp (healthcare provider) but he told them nothing was wrong with the implant. Patient had a cataract surgery and since then had not been able to exercise/move too much. Patient had a couple falls and hit their head. Patient had bruises and pain on their legs and below the buttocks. Patient was currently taking pain medication. A fall reported that could be related to this issue. Event date on (B)(6)2016 for dental appointment, pain in groin/legs; on (B)(6) 2016 for cataract surgery, unable to exercise/move as much and in (B)(6) 2016 for falls, bruises/pain ((on b)(6) when both falls happened). Caller mentioned patient had parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.